Event description:
It was reported when the asymptomatic patient presented to clinic for a routine follow-up, non-sustained right ventricular oversensing episodes due to myopotential oversensing were observed. Programming change was made. The patient condition is good.